Event description:
It was reported that the device got hot during a procedure. A backup device was available to complete the procedure with no delay or patient injuries.

Manufacturer narrative:
The device, returned for evaluation, had been used for treatment. There was no relationship found between the returned device and the reported incident as the device functionally performed as intended. Visual evaluation under magnification shows moderate electrode wear with dried tissue and discoloration present on the tip. Further visual evaluation with an unaided eye found no manufacturing abnormalities with the returned device. The wand was connected to a compatible controller and activated in saline solution at the default and max settings on the controller in which the ablate and coagulation performed as intended. The saline and suction lines were tested and performed as intended. At no time during functional testing of the saline and suction lines, excess saline was observed. The complaint could not be verified as the returned device functionally performed as intended. There are several factors that could contribute to the reported event such as: insufficient suction pressure was used, having inadequate flow and circulation of saline, or a secondary source of outflow was not used. There were no indications during manufacturing record review that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the device got hot. A backup device was available to complete the procedure with no significant delay and no patient injuries.